Event description:
(B)(6), rn reported patient (pt) needs a new pump as current pump keeps alarming. Type of alarm was not reported. No missed doses, interruptions to therapy, or adverse events were reported due to pump malfunction. The pharmacy is replacing the pump. Unknown if the pump is available for return to the manufacturer. Pump serial number, lot number, and expiration were not reported. No additional information available.